Manufacturer narrative:
The device was received and evaluated. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. The download data did not reveal any abnormalities that would indicate the device struggled to deliver insulin during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
"It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 389 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, vomiting and nausea. The patient was treated with intravenous therapy and fluids. The patient was released after 3 days of admittance.